Manufacturer narrative:
The radiofrequency (rf) head failed electrical field immunity testing, and was found to have internal corrosion.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.